Event description:
It was reported that during a da vinci sigmoid colectomy procedure, a large leak was identified by the surgeon after he had used a stapler 45 reload, green and a stapler 45 reload, blue with the endowrist stapler 45 instrument. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the surgeon. According to the surgeon, he used the endowrist stapler 45 instrument and fired a green staple line. After firing a blue staple line next, the surgeon checked for leaks and found the edge of the anastomosis was open. The surgeon was not certain as to the cause of the leak. However, the surgeon felt as though the stapler 45 reload, blue had misfired. The surgeon sutured the leak robotically and created a diverting ileostomy. The surgeon indicated that the stapler reloads had been discarded. On (B)(4) 2015, isi contacted the isi clinical sales representative (csr) and obtained additional information regarding the reported event. The csr was present during parts of the da vinci surgical procedure. However, he was not present when the leak was identified. According to csr, the surgeon did not mention having issues using the endowrist stapler 45 instrument or firing the green and blue stapler reloads. No errors were reported. After performing a leak test, the surgeon identified the leak which was repaired. The surgeon claimed that the leak was located by the blue staple line; therefore, the surgeon concluded that the blue stapler reload had possibly misfired. In addition, no post-op complications have been reported according to the csr.

Manufacturer narrative:
The instrument and instrument accessory have not been returned for evaluation. The stapler reloads involved with this complaint were discarded by the site and will not be returned to isi for evaluation. The root cause of the customer reported failure mode cannot be determined. Also, based on the information provided, isi has not determined the root cause for the intra-operative complication experienced by the patient. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: the surgeon claimed that a compromised anastomosis was identified intra-operatively after a stapler 45 reload, blue misfired. However, at this time, the cause of the compromised anastomosis is unknown.